Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they did not understand how to use the correct way to use the machine. The patient was shown how to use it and everything is fine now. Issue is resolved.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they have the stimulator on, it is too much and they can't get it to go off. Patient stated the stimulation was just stimulating on their legs and they are not able to get the stimulation in their lower back at all. The issue began today. Patient mentioned the stimulator was killing because it's so strong. Patient mentioned they were able to feel stimulation in all of their legs from their hips down to both legs. Agent instructed patient to power on the communicator and patient confirmed there was a orange/yellow light and blue light. Agent reviewed with patient to remove the communicator from the handset phone case. Patient plugged the communicator into the wall and confirmed there was a green blinking light on the communicator. Patient mentioned the handset was 37%. Patient opened the mystim app, patient entered the code of the communicator, then placed the communicator over their implant. Patient confirmed they were able to connect to their therapy settings and they were on group a. The patient was redirected to their healthcare provider for reprogramming to adjust stimulation to target their back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.